Event description:
A nurse (rn) contacted (B)(6) regarding a system error (se) 2240 alarm that occurred on the homechoice (hc) unit during use. The rn stated one of the bags fell and the spike came out. The rn confirmed to setup with new supplies. The technical service representative (tsr) reviewed proper procedures per the user manual with the rn. There was no patient injury or medical intervention reported. No further information is available at this time.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a system error 2240. The report was not confirmed in the lab due to unavailable sample. Based on the information obtained from baxter?s investigation, the root cause was due to air being sucked into the disposable after the supply bag fell and disconnected. The rn stated one of the bags fell and the spike came out. The labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. The batch review was not performed because the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample was discarded and lot information is unknown at this time. Should any additional information become available, a follow-up report will be submitted.